Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4). Product ID: 37085-60, serial/lot #: (B)(4), ubd: 07-jun-2015, UDI#: (B)(4). Product ID: 37085-60, serial/lot #: (B)(4), ubd: 07-jun-2015, UDI#: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4). It was unknown which two leads were associated with this event, three lead product ids were reported but it could not be confirmed which two were explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection around the ins and infection around the brain/lead extension connectors behind the patient's right ear. The ins, extension, and leads were surgically explanted to control infection. The issue was considered resolved at the time of the report.